Manufacturer narrative:
Results: based upon evaluation of the user facility information and the return samples; based upon testing of the undamaged section of the returned sample. Conclusions: based upon evaluation of the user facility information and the return samples; based upon testing of the undamaged section of the returned sample. Two complaint samples from the same reported product code/lot number were returned to the manufacturing facility for evaluation. It could not be determined which device was the 1st or 2nd device described in the complaint reports. The devices were assigned sample 1 and sample 2. Below describes the evaluation of sample 1. Please see MDR# 9681834-2015-00214 for evaluation of sample 2. Visual inspection revealed that the urethane outer layer had been completely separated from the core wire. The intermediate green tube had been rolled back, where the core wire and coil was exposed. Magnifying inspection revealed cracks. Electronic microscopic inspection revealed no defects. The distal coil and core wire was inspected for any missing part and confirmed no defects. Kink resistance was determined and confirmed to meet manufacturer specification. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the outer layer of the vigiglide in question was peeled off when the user inserted it into the duodenum to perform endoscopic retrograde cholangiopancreatography (ercp). Follow up communication with the user facility reported the following information: a second device from the same lot # (g-240-3545s (ol-xs35453m)) was used, but the outer layer of this sample was also damaged in the similar manner as the first one; and no impact to the patient. See MDR# 9681834-2015-00214 for the report submitted regarding the second device used.